Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The initial report of infection was received on (B)(6) 2010 and is normally submitted via an alternative summary reporting (asr). Information was subsequently received on (B)(6) 2011 that revealed an out of spec analysis for the lead. As there is new information, this lead no longer qualifies for asr, and is therefore being submitted as a bimonthly report. Evaluation summary: (B)(4) the full lead in segments was returned and analyzed. The outer insulation was breached metal ion oxidation (mio). The distal conductor had blood/body fluid (not obstructed), outer insulation was melted, had cosmetic mio and cosmetic environmental stress cracking, and had cosmetic depression.

Event description:
It was reported the lead was removed due to pocket infection. Erosion was also reported. No further patient complications were reported. The lead was returned, analyzed and subsequently tested out of specification.